Manufacturer narrative:
Distributor info: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
Problem as described in the complaint: the pt fell into a coma at home 5 minutes after a morphine bolus was given. The pt was hospitalized. No data available on the description of the infusion process. Treatment: morphine. Infusion set: (B)(4). Pt consequences: coma, the pt has recovered. Add'l info received on (B)(6) 2014 from the customer (user) answering specific questions from q core: medical prescription on (B)(6) 2014; the pump has been installed on (B)(6) 2014 (evening); nurse's visit on (B)(6) 2014 (morning); 1st bolus asked on (B)(6) 2014 (morning); issue occurred few minutes after the bolus prescription 0.5mg/h (that is to say 12mg/24h); bolus 2mg/h (max 1 bolus/h).